Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawers in aux unit failed. The field service engineer performed shut down, disconnected power cord and rebooted to resolve. A supplemental will be created if additional information is received from the customer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer was not detected on bus and prevented user from retrieving medication. The customer added that this malfunction caused a delay in retrieving medication to patient and the user requested the medications directly from the pharmacy. However, there were no adverse events or injuries reported based on this event.